Manufacturer narrative:
The act button did not response due to corroded keypad traces. The device had minor scratches on the window and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had electrostatic discharge. He rest the device for 24 hours and none of the buttons were responding. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is returning the device for analysis.